Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05946. The pt had two leads (from the same lot) and two extensions (from the same lot). It was reported the pt was no longer receiving coverage. As a result, the pt underwent surgical intervention. During the procedure, both extensions showed high impedance, and both leads showed either high or invalid impedance. Both extensions were explanted and both leads were replaced. The explanted product was discarded by the surgical facility. The replacement leads resolved the pt's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.